Event description:
It was reported that during a tipps procedure, the supra core guide wire became stuck in another co's pigtail catheter. Extreme resistance was felt when the guide wire was pulled back. Another co's guide wire was used to complete the procedure. No pt injury was reported. This is being filed as a malfunction MDR based on the returned product evaluation in which the tip of the guide wire was found to be separated.